Manufacturer narrative:
Date of event is unknown. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) on an unknown date to treat an osteoporotic compression fracture at l4. Sometime post-op, the patient fell and the treated level (l4) re-fractured causing pain. A revision surgery was performed to remove the cement and fractured vertebral body and, according to the report, patient symptoms improved after the revision surgery. No further patient complications were reported.